Event description:
It was reported that a secondary infusion of flagyl (500mg/100ml) was programmed to infuse over 2 hrs., however the infusion was complete in less than 1 hr. They stated the order was originally to run over 60 minutes, but the comments indicated it was to infuse over 2 hours. They further stated it did not look like the pharmacist changed the rate. The guardrails were set up to run between 30 to 60 minutes. The customer stated there was no patient harm. The event occurred on surgical/telemetry unit.

Manufacturer narrative:
Diagnosis: abdominal pain, bacterial infection, side effects : nausea, diarrhea, rash, metallic taste the customer¿s report of an infusion completing sooner than expected was confirmed. The source pump module was received in poor condition. The pcu event log identified the source device was selected and programmed for a secondary infusion of drug ID 681 (metronidazole 500mg/100ml) with an infusion rate of 100ml/hr. The log shows the device was selected approximately 1 minute later and the secondary infusion rate was changed to 200ml/hr. The source device infused at that rate for approximately 21 minutes infusing approximately 70ml. The device was then selected and the infusion rate was changed to 50ml/hr and the vtbi was changed to 1ml. Twenty-five seconds later, the vtbi was changed to 0.1ml. The infusion completed less than one minute later. Testing was performed using the customer¿s returned pcu and source pump module. Results indicate that the system is delivering IV fluids in specification. There were no anomalies observed during the inspection of the pumping mechanism. Customer did not provide the event administration set for investigation. The root cause of the customer¿s complaint that infusion completed sooner than expected was identified as user programming error.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a secondary infusion flagyl (500mg/100ml) was programmed to infuse over 2 hrs. However infused less than 1 hr. The customer stated; "the order was entered to run over 60 minutes, the comments indicated to run over 2 hours but it does not look like the pharmacist changed the rate." The guardrails are set up to run between 30 to 60 minutes. The customer requested to "run over 2 hr. " the customer stated there was no patient harm. The event occurred on surgical/telemetry unit.